Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for device upgrade. Prior to the procedure it was noted that the right atrial lead exhibited noise resulting in episodes of noise reversion and inappropriate automatic mode switch. The physician decided to explant and replace the lead during the procedure. The patient was stable.